Manufacturer narrative:
Section b3: event date is estimated. Section d6b: explant date is unknown. The event of system explant was reported to abbott. The patient's system was explanted due to the ipg coming loose/migrating around in the pocket. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported that the patient's ipg was migrating in their pocket site. The patient reportedly lost weight. Surgical intervention was undertaken on an unknown date wherein their scs system was explanted.